Event description:
Per the clinic, the patient developed superinfection at surgical site approximately one month after implantation (specific date not reported). Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported). Later, the device was explanted on (B)(6) 2025. The patient was hospitalized for two days and was administered with IV antibiotic treatment with fortum planned for a month (specific date and duration not reported). There are plans to re-implant the patient with a new device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
Device analysis report attached.